Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents; no unexpected low battery, off no power or failed battery test alarm noted. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming failed battery test. The insulin pump alarmed low battery as well. The insulin pump alarmed failed battery test again after troubleshooting. The contacts on the battery cap were damaged. The replacement battery cap did not resolve the issue. The customer's high and low blood glucose levels caused physical injuries. Customer's blood glucose level was not reported but it was fluctuating from high and low. Her blood glucose levels were an impairment to her health. The customer had open heart surgery. The insulin pump was causing her high and low blood glucose levels. Customer's current blood glucose level was 185 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.